Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the tip of the screw broke during a trauma surgery. No pieces were left in the patient.

Manufacturer narrative:
The device history records for the small cannulated bone screw partially threaded 4.0 mm diameter were reviewed for deviations and/or anomalies with no deviations or anomalies identified. Dimensions taken are within spec, but the tip is severely damaged. This device is used for treatment. Initial product history search conducted on october 12, 2016 revealed no additional complaints against the related part and lot combinations. A definitive root cause for the damage of the screw tip cannot be determined.

Manufacturer narrative:
This report will be amended when our investigation is complete. Received not yet evaluated.

Event description:
Upon receiving product for investigation, the product has been found to be bent not broken.